Manufacturer narrative:
Results: the neuron max was ovalized approximately 3.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the neuron max was kinked. Evaluation of the returned device confirmed it was kinked. This type of damage typically occurs due to improper handling during removal from packaging. If the neuron max is removed from the packaging tube with force at an angle, the catheter shaft may kink due to excess force and bending. These devices are 100% visually inspected during in-process inspection.

Event description:
The patient was undergoing a medical procedure using a neuron max delivery catheter (neuron max). Upon removal from the packaging, the neuron max was found kinked and was not used. The procedure continued using a new neuron max.